Event description:
It was reported by service report that the siderail locking spindle was broken and unable to lock on the m series stretcher. No patient involvement or adverse consequences are reported.